Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly standing and collapsed at the time of the event. Resuscitation attempts were reportedly made. Review of the download data indicates that the patient received a 150j shock during ventricular fibrillation on (B)(6) 2018. The post-shock rhythm was asystole. Asystole is a known and potentially adverse outcome of defibrillation therapy. The patient then received a second treatment while the patient was in asystole. The patient remained in asystole and severe bradycardia at 10 bpm until the time of device removal. The patient subsequently passed away on (B)(6) 2018.